Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was asymmetrical which caused it to leak. There was no patient injury reported.

Manufacturer narrative:
Received 1 used silicone catheter. Per the visual inspection, there were no defects found. During the functional evaluation, the catheter balloon was inflated with 15cc of air using a syringe. The catheter balloon was inflated with 10cc with a mix of tap water and blue methylene using a syringe and then deflated. An asymmetrical balloon was not observed with air or water. Per the dimensional evaluation, the balloon was inflated with air and water and was noted that the balloon was asymmetrical. The balloon symmetry was measured and was as follows: 59/41 (specification allows a maximum radio of 70:30); therefore, the catheter was found within specification. The active length was measured and found the following results: short side: 0.6760 inches, long side: 0.6845 inches. (Specification is 0.6 - 0.9 in.). Therefore, the balloon active length was also found within specifications. The reported issue was unconfirmed, as the product meets specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities, 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was asymmetrical which caused it to leak. There was no patient injury reported.